Event description:
The biomedical engineer (bme) reported that they initially had issues with not being able to use a telemetry transmitter as it was showing as being used on a patient, and they were unable to discharge them to use the transmitter. They then shut down the central nurse's station (cns) to try to resolve the issue and when they restarted the unit, the cns application would not start because of the display resolution error. When they went to change the resolution settings for the cns, it was not available choice in the display settings in the os. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported they were getting a "display resolution error" message on the central nurse's station (cns). During the call, the customer was able to fix the issue on their own. They indicated that the kvm was not working. After they had restarted the cns and reset the kvm, they were able to select the correct display resolution, which resolved the issue. No patient harm or injury was reported. Investigation summary: a review of the history of the serial number identified no similar events. Based on the available information, the most probable cause of the issue is the failure of the kvm. Failure of the kvm would cause issues with the connection of the cns and display monitor and may reset the display resolution. Without a compatible display resolution, the cns would not be allowed to boot up into the cns software. Common causes of kvm failure are physical damage, sudden shutdown from power surges and power outages, as well as wear and tear.

Manufacturer narrative:
The biomedical engineer (bme) reported that they initially had issues with not being able to use a telemetry transmitter as it was showing as being used on a patient, and they were unable to discharge them to use the transmitter. They then shut down the central nurse's station (cns) to try to resolve the issue and when they restarted the unit, the cns application would not start because of the display resolution error. When they went to change the resolution settings for the cns, it was not available choice in the display settings in the os. Therefore, they reset the kvm / console extender, then the resolution choice was available to choose from and the correct resolution was selected. Then started the cns application without issue. The bme also discovered that the original problem of not being able to discharge the telemetry transmitter was because the patient information was not being stored on the computer that the display was attached to, so they had to transfer the transmitter to the other computer and was able to discharge the transmitter. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the telemetry transmitters were being used in conjunction with the cns, but no model or serial number information was provided.

Event description:
The biomedical engineer (bme) reported that they initially had issues with not being able to use a telemetry transmitter as it was showing as being used on a patient, and they were unable to discharge them to use the transmitter. They then shut down the central nurse's station (cns) to try to resolve the issue and when they restarted the unit, the cns application would not start because of the display resolution error. When they went to change the resolution settings for the cns, it was not available choice in the display settings in the os. Therefore, they reset the kvm / console extender, then the resolution choice was available to choose from and the correct resolution was selected. Then started the cns application without issue. The bme also discovered that the original problem of not being able to discharge the telemetry transmitter was because the patient information was not being stored on the computer that the display was attached to, so they had to transfer the transmitter to the other computer and was able to discharge the transmitter. No patient harm reported.